Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of difficulty with calibration, a calibration was performed successfully with 2-point calibration from the programmer. It was noted that there was an error in the software history and the power cord bay was damaged. The touch screen was calibrated, the power cord bay was replaced, software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had difficulty calibrating and that it was not resolved by running the service disk. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.